Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked about the circumstances that led to the lack of pain relief and the device being in the wrong position the patient stated it was not right to start. They provided their weight at the time of the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported the at the patient had the device revised. The patient believed he had only one revision. The patient reported having a lot of problems with the device and clarified that the problems he was referring to was the device not providing pain relief to the patient. The patient stated he was going to give up on using the device because he was unable to find relief for a year to a year and a half. The patient then reported the device provided some relief since it was implanted, but the patient had to mess with it too much. The patient met with a manufacturer¿s representative several times, to find the correct settings, and reported that he now has correct settings for the device, and has relief from the device at this time. The patient stated the device was revised because it was in the wrong location. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.